Event description:
"A failed zoll quattro intravascular temperature management (ivtm) catheter failed." Appears to have a cut in one of the saline balloons surrounding the central various catheter. The rn caring for the patient stated in her progress note that the patient was not reaching goal temperature, the saline bag was losing volume and the saline became tinged pink. The zoll thermogard machine was functioning properly. No apparent harm reaches the patient.